Event description:
It was reported that the right atrial lead exhibited low impedance and an insulation anomaly. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was abraded at 25.1 cm to 26.9 cm from the connector pin due to clavicular crush. Both the proximal and distal coils were damaged in the area of the crush which resulted in shorting of the coils and could have caused the reported impedance anomaly.